Event description:
Information was received on (B)(6) 2019 from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that MRI compatibility guidelines were requested. It was reported the patient had not been able to charge their ins in a long time. No other information was available. It was recommended the patient see their managing healthcare provider (hcp). No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received on (B)(6) 2019 from a healthcare provider (hcp) via a manufacturer¿s representative (rep). The rep reported that the hcp wanted to order and MRI for the patient, but patient couldn¿t put the device in MRI mode as stim was overdischarged. The rep reported that it had not been charged for several months as the patient quit using stim. No further complications were reported. Additional information was received from the manufacturer representative (rep) (B)(6) 2019. It was reported that no actions were taken, as the patient did not want to use stimulation. No further complications were reported/anticipated. Additional information was received from the consumer (B)(6) 2019. It was reported that the ins did not help the patient¿s pain and they did not see the need to keep it charged. It was a waste of time, effort, and pain to charge the ins since it did not help their pain. They had not charged for about 2 years. They have had 2 mris since then without any problem. No further complications were reported/anticipated. Additional information was received from the family/friend of the patient on (B)(6) 2022 reporting the reason for call was therapy never helped and pt has not used the device for 4-5 years. Pt now needs an MRI and needs the ins charged up. Pt rep said they were sure ins was dead. Reviewed MRI guidelines. Redirected to hcp to assist with possible overdischarge. (B)(6) 2022 the patient called back reporting that no one from the manufacturer contacted the patient about their ins. A rep reached out to the patient and reported back that the patient is not interesting in moving forward with a jumpstart at this time. The issue was not resolved, the patient's weight is unknown, and this information was verified by the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.